Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 17.5 diopter (add power +2.2/+3.2) lens was replaced with a company, 17.5 diopter (add power +2.2/+3.2) lens due to complications from a reported "sunset iol" the product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. No information was provided on the cause of the sunset iol condition. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. Clinical reason for explant was sunset iol. The iol was exchanged for advanced technology intraocular lenses (atiol) model 1 months 5 days following the initial implant procedure. Additional information has been received stating no harm to the patient and patient's issues were resolved.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).